Manufacturer narrative:
Investigation of the provided patient sample material found the customer's non-reactive elecsys cmv igm results were reproducible. The non-reactive elecsys cmv igm result was confirmed by the recomline cmv igm blot (mikrogen). The investigation determined the sample was consistent with an acute primary cmv infection (2-3 months ago) due to the detection of low igg titers with a low cmv igg avidity and a declining cmv igm reactivity below the borderline range. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). Sample material from the patent was requested for investigation.

Event description:
There was an allegation of questionable elecsys cmv igm results from the cobas e 801 module. The roche igm result was 0.3 (negative) repeatedly. The biomerieux igm result was 1.72 (positive).